Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012715340 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, the angled array arm was observed to be exposed. On the spiral array segment, the electrode was observed to be displaced. On the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, the proximal arm pebax tube was observed to be torn. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.79 inches from the distal tip. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter and electrode array damaged. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. During inspection of the spiral array segment, an exposed electrode wire was observed. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the spiral array segment, the proximal arm pebax tube was observed to be torn. In conclusion, the catheter failed the return product inspection due to the spiral array proximal arm pebax tube observed to be torn, an electrode wire on spiral array observed to be exposed, the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area, an electrode on the spiral array was observed to be displaced, the angled array arm of spiral array was observed to be exposed, a kinked guidewire lumen was observed in spiral array, and an electrode wire in the spiral array region observed to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the catheter array became knotted and was unable to retract into the contour sheath. The physician applied significant force to attempt retraction, which resulted in the catheter array snapping and the disconnection of one of the electrodes. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.